Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being used in a (B)(6) male patient. The catheter was in place for 11 days when the catheter was found blocked. The blockage was found at 4:00 when a dose of cefazolin IV was given. The next dose was at 8:00 and the catheter was found still blocked. The catheter was replaced. There was no patient death or complications reported. It was noted that last thursday the catheter was sluggish but with a good flush was patent, when the patient left the hospital. The flush protocol is 2 times 10cc flush.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that the catheter was in place for 11 days when the catheter was found blocked this was not confirmed. One arrow 4.5 fr catheter was returned with a section of the body separated. Visual examination of the catheter showed evidence of use and the body was cut off 10.5 cm below the juncture hub. A 34 cm section of catheter body was also returned. The catheter drawing specifies the nominal body length at 22 7/8 inches (581 mm); therefore, approximately 5.35 inches of the catheter body was missing. Using a 10 ml syringe, water was injected into the extension line lumen with normal flow observed through the catheter. The catheter body section was tested using a 10 ml syringe and a 21 ga needle; normal flow was observed through the catheter lumen. Since a .018" diameter spring wire guide is provided in this kit, .018 gage wire was inserted through both sections of the catheter without resistance. The instruction booklet specifies that catheter patency shall be done in accordance with organizational policies, procedures, and practice guideline. Recommended procedures are provided. A device history record review was performed and did not reveal other remarks: any manufacturing related issues. The catheter was returned in two sections with approximately 5.35 inches of the catheter body missing. No blockage was observed in the returned sample. Since maintaining catheter patency is performed per hospital protocol and the blockage occurred 11 days after catheter insertion, operational context caused or contributed to this event. No further action will be taken.